Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2024, it was reported by the patient that infusions set tube was leaking at qr during common use within two days of use. No further information was available.